Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The device was returned with the cannula cap detached from the cannula tabs and missing. Device was fully dispensed prior analysis. It is possible that the cannula cap detached due to excessive forces applied to the device during use. After testing, device was disassembled and no damages were found on the internal components; indication of excessive forces could have being noted on the cap that was not returned for analysis.

Event description:
It was reported that a patient underwent a hernia repair procedure and absorbable straps were used. It was found that the cannula cap was detached from the cannula tabs and missing during analysis.